Manufacturer narrative:
Evaluation of returned device found implant to be out of design specifications. Investigation into the issue is ongoing.

Manufacturer narrative:
Decision was made to recall based on a manufacturing issue that was determined as part of an internal investigation. (B)(4).

Event description:
It was reported patient underwent total shoulder arthroplasty on (B)(6) 2012. During the procedure the surgical tech made several attempts and was unable to thread the porous peg to the glenoid base. The surgeon chose to use another implant to finish the procedure.